Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.